Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. A technical support specialist found that the server's data synchronization service was not sending data to the stations. The data synchronization service was restarted, and it was confirmed that all stations were communicating normally. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all onsite stations were in critical override mode. No network or power outages had been reported by hit. Additionally, stated that the issue began approximately one hour prior to the server updates scheduled, and the user assuming that might have been related to this issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.